Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the pilot valve is contaminated causing the unit to alarm and shut down. Associated malfunctions for this device: sieve beds dusted.